Event description:
Country of complaint: (B)(6). The surgeon attempted to insert the prospace peek using an inserter. Because the intravertebral space (l4/l5) was relatively narrow, the surgeon had difficulty in insertion of the cage, and he pounded the inserter with a hammer for insertion of the cage. The cage broke inside the intravertebral space as a result. There was extended time of operation of approx 15 min for removal of the cage and its pieces. The surgeon was unable to further widen the intervertebral space, therefore, gave up placing the cage and finished the procedure with bone grafting. The broken cage is available for analysis. It is broken at where inserter is attached.

Manufacturer narrative:
Device has been received at the manufacturing site; evaluation is on-going. 510 (k): k060762 and k071983.